Event description:
Medtronic (covidien) received information regarding a pipeline device used during flow diversion treatment of an unruptured, saccular aneurysm in the left ophthalmic artery did not open in the middle segment. The physician pulled back his microcatheter and the device would not open in the middle segment. The device was removed from the patient by trapping the partially deployed device between the microcatheter tip and the capture coil. A second pipeline device was implanted. The angiographic result immediately post-procedure was eclipse. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.